Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Cartridge holder locks properly in place. The inpen paired to the commercial app. Unable to perform baseline and wireless functionality and displacement dose accuracy due to expired battery. Inpen passed dialing alignment using dose knob zero alignment gage. Inpen passed front cap investigation. In conclusion: inpen had reached the end of life, battery expired. An expired battery can affect insulin delivery. Therefore, the customer's concern of inpen app does not register accurate doses could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported the issue with the dialed dose on the inpen as its not recording the data. The customer reported no adverse event. The event involved product(s) mmt-105nnpkna. Troubleshooting was performed and found that half unit less than what was dispensed and not recorded in the logbook each time. No harm requiring medical intervention was reported. The customer will discontinue the use of the inpen mmt-105nnpkna and will be returned for analysis.